Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis with active control system (excc). When the excc was deployed, the bilateral renal arteries were unintentionally covered partially; however, an angiography showed no problem with the blood flow into the renal arteries. Therefore, no additional treatment was given and a wait-and-see approach was taken. The patient tolerated the procedure. On (B)(6) 2022, the patient¿s renal function test values were exacerbated. On (B)(6) 2022, an angiography showed there was almost no blood flow into the left renal artery. Thus, a reintervention was performed. The right renal artery was able to be cannulated and a bare-metal stent was placed there. As renal function values were unfavorable, dialysis was initiated on a temporary basis. The patient tolerated the reintervention. The reporting physician commented as follows: bare-metal stents should have been implanted during the initial procedure though no problem was found in the blood flow.